Event description:
It was reported that intermittent undersensing was observed during delivery of appropriate therapy for vf. The patient was not symptomatic to the delay in therapy. Program changes were made.